Event description:
It was reported from the field that the device reached eri prematurely. The device was replaced.

Manufacturer narrative:
The reported premature battery depletion was not confirmed. The battery longevity calculation showed normal longevity estimations. Review of the device image and segms showed excessive hv charges. The multiple charges are believed to be due to the device's high sensitivity settings, which caused the device to detect vt at sinus rhythm. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.